Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -08.50/+1.5/113 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was replaced with a different model but same length lens and the problem was resolved. The initial lens was implanted vertically and the replacement lens was implanted horizontally. The cause of the event was unknown.